Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. No power error 25 noted during testing or in the pump trace download. However, pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed replace battery alert due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for power error. The customer¿s blood glucose was 9.4 mmol/l. Customer reported power error every 4 hours. The insulin pump will not be returned for analysis.